Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported a dim display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an error in treatment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: the pump was returned with no evidence of a dim display. Unrelated to the original complaint, the ok button was over responsive. There was no physical damage to the keypad. The keypad was removed and the ok button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.